Manufacturer narrative:
Investigation summary: it was reported a black dust was observed on the needle. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. At the bottom part of the plastic needle hub there is a black foreign matter. No other defects or imperfections were observed. This defect could occur if the unit was jammed in the feeding system and the friction to the outer surface of the needle hub induced the symptom reported. A device history record review was completed for provided material number 305180, lot number 1144526. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The packaging process was verified. No pinch points where the parts could become jammed were detected and the flow of products was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that black, dust-like foreign matter was found on the bd¿ blunt fill needle. The following information was provided by the initial reporter: "customer says that when they take the needle out of the packaging there appears to be some dust/black dust on the needle itself. They have been consistently using bd needles and this is something that they haven't noticed before."